Event description:
The customer reported a blank display. Troubleshooting was performed, and the display returned. However, the insulin pump gave an alarm. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. Unable to test for any alarms due to the blank display.